Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced erosion. The patient saw "metal" at the pocket site. The patient was directed by her health care provider to go to the emergency room. The patient's pump site was covered with gauze. The patient was waiting for the patient's health care provider. The drug in the pump at the time of the event was not reported. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.